Event description:
It was reported that during pre-testing, it was discovered that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device leaked oil, had a hole in hose, loose components and had low rotations per minute (rpms). There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that device had a hole in the hose, loose components, oil leak and low rotations per minute (rpms). It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. It was determined that the components were loose because of loctite deterioration. The device also showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. It was observed that the device leaked oil because of the hole in the hose and the loose components. Furthermore, it was determined that the rpms were low because of the hole in the hose and the loose components. The assignable root cause was determined to be due to component damage from user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.